Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific left ventricular (lv) lead were exhibiting lv inhibition. Technical services (ts) was consulted and determined that this was due to atrial oversensing. Ts recommended turning off lv sensing or to evaluate other sense vectors. No adverse patient effects were reported. This device remains in service.